Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. There was no reported adverse impact to the customer's blood glucose level. The customer was sent new charging supplies to resolve the issue and declined follow up from the technical support team.